Manufacturer narrative:
Please note: during integration of accessclosure, inc. Into the cordis business model, the determination was made that reportability for product failure modes would be aligned with current reportability for cordis products. This decision to align reportability was made, as the said failure modes, would not result in patient injury. As a result this event is being filed beyond the 30 day FDA requirement. Gmb-aci-complaint-handling@cardinalhealth.com. It was reported that four 5f mynxgrip vascular closure device (vcd) with a non cordis 5f sheath; would not deploy properly. There was no reported injury. The product is available for analysis. Manual compression was applied to achieve hemostasis. The user did shuttle down completely. There was no significant resistance when shuttling down. No unusual force applied when retracting sheath. The procedure type was diagnostic and interventional peripheral. The device was not returned for evaluation. A review of the manufacturing documentation associated with lot f1706904 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ the DHR review does not suggest that the failure experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective actions will be taken.

Event description:
It was reported that four 5f mynxgrip vascular closure device (vcd) with a non cordis 5f sheath; would not deploy properly. There was no reported injury. The product is available for analysis. Manual compression was applied for less than 30min to achieve hemostasis. The user did shuttle down completely. There was no significant resistance when shuttling down. No unusual force applied when retracting sheath. The procedure type was diagnostic and interventional peripheral.